Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor speed and flow dropping to zero was confirmed via analysis of the log file downloaded from the returned centrimag console (serial number: (B)(6)); however, the reported event was not reproduced during testing of the returned console. On the reported event date of (B)(6) 2021, the system was observed to be operating at the set speed of approximately 3000 rpm / 1.28 lpm. On (B)(6) 2021 at 03:52, a m3: pump not inserted alarm was observed, and the speed was observed to drop to 0 lpm. The flow reading was also observed to be 0 lpm during these events. The alarm was muted within approximately 1 minute of activation. The system was observed to have been fully shut down on (B)(6) 2021 at 09:16. No other notable alarms were observed in the log file. The returned centrimag console was evaluated at the european distribution center alongside known working test centrimag equipment, and the console functioned as intended without any issues or atypical alarms produced. Preventative maintenance was performed, and the serviced and tested unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively be determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 8 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 10.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts" cover all alarms (auditory and visual), including motor and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during process of gradually reducing the flow during weaning of the extracorporeal membrane oxygenation (ECMO), the flows and revolutions suddenly dropped to zero and a s3 alarm appeared. The weaning was abandoned and the console, pump head motor, and flow probe were exchanged restoring the flows. Related manufacturer report number # 3003306248-2021-04011.